Event description:
A biomed field service engineer contacted baxter technical service regarding a tina hemodialysis instrument indicating a patient had expired during therapy. The biomed stated that there was no problem with the machine, but there was a death with a patient who was on the machine receiving therapy. During a follow up call on (B)(6)2010, the field service engineer indicated this was a (B)(6) male who expired during treatment on (B)(6)2010. Reportedly, the patient had undergone surgery approximately two weeks ago and had a colostomy placed. Arrangements were made for the baxter field service engineer to perform an on site visit for evaluation of the device. During a call on (B)(6)2010, the dialysis technician indicated the family declined an autopsy. The patient's medical history included: diabetes, hypertension and renal failure. The patient was in the intensive care unit (ICU) a few weeks ago due to a fever and nausea. A bowel obstruction was identified and the patient had surgery for the colostomy. The patient continued dialysis treatment. On (B)(6)2010, the patient went for dialysis therapy. The patient was awake the first 20 minutes of therapy, and then fell asleep. Vital signs were stable for the next a couple of hours. About 2-3 hours into therapy, was noted to have an open mouth. Cardiopulmonary resuscitation (CPR) initiated without success for 30 minutes, but was unsuccessful. The facility measured patient's blood density and blood flow. The patient was thought to have had a heart attack. The facility indicated the event was unrelated to dialysis therapy. The machine was evaluated prior to use on (B)(6)2010 and functioned appropriately.

Manufacturer narrative:
(B)(4). An on site visit was conducted by the baxter field service technician. Results of the evaluation are pending. Upon receipt of the results of evaluation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An on site visit was made by the baxter biomed technician who indicated no problem was noted with the machine. The device was last serviced by baxter on (B)(6) 2007; review of the service data revealed no issues that may have contributed to the patient death during therapy. The device has not been previously serviced by baxter for any issues related to the reported incident. The machine was evaluated by the facility biomed technician prior to use on (B)(6) 2010 and was found to be functioning appropriately. On (B)(6) 2010 the device was tested on-site by a baxter field service engineer (fse). The device passed selftest with no difficulty. Additional testing revealed the dialysate flow was out of specification by 1.2%. The specification is between 2425 ml and 2575ml with the flow rate set at 500 ml/min for 5 minutes. This equates to a flow rate between 485ml and 515 ml/min. The actual amount of fluid collected was 2395 ml. This equates to 479 ml/min. This indicates the dialysate flow was out of specification by 6 ml or 1.2% which would not be detected during self-test or impact patient therapy. The device was evaluated and no failure was identified that could have caused or contributed to the patient passing away during therapy. The assignable cause of the additional difficulty of the dialysate flow out of specification by 1.2% was determined to be the bypass valve. As a result, the bypass valve was replaced by the biomed technician and the device was determined to be functioning properly. The device is at the customer location and has been returned to service. The device was evaluated and no failure was identified that could have caused or contributed to the reported incident. The root cause of this incident could not be determined.